Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Everything stayed inside vagina - tampon [foreign body in reproductive tract]. Thread was not out of the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the thread was not out of the tampon. No serious injury reported.